Event description:
The patient contacted lifescan alleging that their one touch ultra smart meter powered off during use. The patient attempted to test while feeling lightheaded and the meter powered off. They tested with their other meter and obtained a result of 45mg/dl. They ate some sugar and called their physician. They were advised to rest. They were not taking diabetes medication at the time of concern. They routinely take medication for their heart and high cholesterol. The patient based their self-treatment on results from another meter. There is no indication that they experienced injury or medical intervention due to the product. The meter was replaced.